Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the (B)(6) female patient came in for a transcatheter aortic valve replacement (tavr) with medtronic valve, which deployed, moved, and caused the patient cardiac distress. Decision to place impella cp was made. The impella cp was placed without issue or access complication using fem re-perfusion sheath. Report states that after insertion, the patient experienced limb ischemia and intermittent cardiac arrest, requiring medical support. Decision was made to withdraw care. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided. Correction section h6: the component code and the health impact code was inadvertently left out from the initial report which has been added to this report.